Event description:
It was reported during a thoracotomy with wedge resection the tct75 would not fire. A second instrument was used without incident. There was no consequence to the pt. 5/27/97 rep responded the instrument never did fire.